Event description:
Allegedly, after a robot assisted mitral valve repair / replacement was completed, it was noted that patient suffered an air embolism to the brain. There was no report of unit malfunction. Unit was evaluated by hospital's biomed and released for use in other procedures with no problem.

Manufacturer narrative:
A connector, which supplies voltage to the control board, scb board and heater control board, intermittently can open causing the thermoflator to lose voltage to the display board, heater board or the scb board. This would not cause the thermoflator to over insufflate. The high-pressure side of the manifold knocks during insufflation and is leaking. Because the manifold does not pass the 15 second pressure maintenance test it could not cause the thermoflator to over insufflate. The linear actuator on the low-pressure side of the manifold vibrates during insufflation. Per the hospital's instructions, the unit was repaired and returned to hospital.